Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. It is possible the retraction, and mechanical jam were caused the mal position of the device as reported; however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a prostyle device after a neurosurgery (coil embolization) procedure using an 8f sheath. Reportedly, the device angle was below 45-degree, and the posterior foot was not properly aligned with the vessel. As a result, the plunger was unable to be depressed in step 2 and unable to be removed in step 3. The guidewire was reinserted. A new prostyle device was used to achieve hemostasis. 5 minutes of manual compression was applied only as a precaution. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.